Manufacturer narrative:
The technician adjusted the right CPR cable tension to repair the bed.

Event description:
Information received indicates when the head section is raised; it will drift back down with weight on it.